Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had no button error alarm noted. Down arrow button did not respond due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 14 mmol/l. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.